Event description:
The customer reported, a frozen display on her insulin pump. Troubleshooting was performed but the frozen display persisted. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.